Manufacturer narrative:
H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unknown six-inch extension set leaked. During an infusion (reported as propofol, midazolam, fentanyl, and vecuronium) the nurse observed blood backing up into the tubing set to the stopcock and leaking blood onto the bed. The volume of blood was not reported. Reportedly, all the connections ¿appeared to be tight and it was not clear exactly which part of the IV tubing the leakage was coming from.¿ the nurse observed the patient was ¿waking up¿ and ¿moving.¿ the nurse provided an additional bolus of ¿medications¿ (not further specified) ¿to achieve desired sedation level.¿ no further information was available at the time of this report.